Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vascular procedure, the device cut, but did not staple. The tissue concerned was the stomach's posterior sereus and muscles. The surgeon could complete the procedure by using another like device to staple the stomach's cut. There was no pt consequence.